Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia tapp surgical procedure the customer informed the technical support engineer (tse) about arm 3 faulting out. The live logs weren¿t available at the time of the call. The tse had the customer hard power cycle the patient side cart and arm 3 came up with a 319 and disable arm message. The customer had already converted to laparoscopic due to them also having issue with arm 1 not wanting to home. There was no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information. The nurse informed the issue identified prior to starting procedure - post-anesthesia and the ports were placed on the patient. The procedure was converted to laparoscopic because procedure could not be completed with robot if arms were disabled. There was no increase in port size or added ports. The patient tolerated the change. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was tested on an in-house system in normal mode triggering error 319. During patient fixture test platform (pftp) testing, the usm failed the fiber test due to the clock spring fiber and rolling loop fiber low descending values. After installing golden clock spring fiber and gold rolling loop fiber unit passed fiber retest. Once testing was complete the clock spring fiber and rolling loop fiber was aba tested, and 319 error failure was replicated. The clock spring fiber and rolling loop fiber was found to be the root cause of the reported event.